Event description:
Complainant alleged that while treating a pt the device successfully delivered energy to the pt. However upon the second analysis the pt had regained a pulse and the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.